Event description:
A (B)(6) male pt, with clostomy and lcx coarctation, underwent aaa repair on (B)(6) 2010. The pt was not suitable for the endovascular repair because the patient's both common iliac artery was heavy tortuous and the right external iliac artery diameter was 3.7mm. The physician performed the procedure as labeled. The physician then did angiography and recognized the type I endoleak at the contralateral due to the iliac leg migrated. So the physician placed the additional iliac leg. Finally, the physician did angiography and confirmed that the type I endoleak was resolved. Additional info on (B)(4) 2010: on (B)(6) 2010, after placing the device, the pt suffered neuralgia at the femoral, which affected the walking.

Manufacturer narrative:
(B)(4). The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, the importance of an accurate deployment. The IFU warns that vessels that are significantly tortuous may preclude placement of the endovascular graft. Tortuosity may increase the risk of additional complications (embolization, migration, etc.) The physician commented that the device migration and subsequent endoleak were secondary to the patient's anatomy. The endoleak was resolved after placement of an additional endograft. Without imaging or additional info, we are unable to comment on the patient's suitability for evar. At this time, there is no indication that a design or process induced failure of the device resulted in migration. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.